Manufacturer narrative:
The reported event could be confirmed although the device was not returned but an x-ray was shared which confirms the alleged issue. A device inspection was not possible since the affected device was not returned. However, an x-ray was shared which reveals the breakage of the nail from the proximal hole at the level of the lag screw. Along with that both the locking screws at the distal end were also found to be broken. The batch record could not be reviewed because the affected device was not returned, and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. As indicated in the event description and apparent on the x-ray, the likely reason of failure of nail appears to non-union, however, more patient data and the affected device must be available to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had a long gamma 4 nail implanted following a left intertrochantetic hip fracture in (B)(6) 2025. The patient later reported experiencing increased pain. A follow up x-ray seemed to indicate a fractured nail. The device was subsequently revised, and a restoration modular total hip prosthesis was implanted. It was also reported that there was a potential non-union. It was additionally noted that both the locking screws were also broken.